Manufacturer narrative:
The device did not return for investigation. If the device returns and investigation will be performed.

Event description:
It was reported that a patient underwent surgery for removal of recurring abscess and explantation of the m6 disc. Exact dates of the implantation and revision surgery are unknown.